Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states "he receives his replacement device last january2023 but only last weekend that he opens the box and when he opens the box there is a very bad smell like a burning cigarette and the filters too have black particles. He tries to clean the device but still with the same smell. He never tries to plug it in because he is afraid to use it. He also said that the filters are dirty and have black particles on it". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 01/09/2023 and section h11 should be reported as: the manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The patient states "he receives his replacement device last (B)(6) 2023 but only last weekend that he opens the box and when he opens the box there is a very bad smell like a burning cigarette and the filters too have black particles. He tries to clean the device but still with the same smell. He never tries to plug it in because he is afraid to use it. He also said that the filters are dirty and have black particles on it". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h was updated in this report.